Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: possible breast prosthesis rupture. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memoryshape breast implant 445cc gel breast prosthesis that possibly ruptured post implantation. The patient noticed that her left breast falls to the side and she has to sleep with a bra to support it. An ultrasound was performed and it diagnosed possible partial rupture of the left breast prosthesis. As a result, the patient is scheduled to undergo explantation on (B)(6) 2025.

Manufacturer narrative:
On 22-jan-2025, mentor received additional information about the event. It was reported that both of the patient¿s breast prostheses were not ruptured. H6 medical device problem code material rupture (a0412) no longer applies to this report. On 28-jan-2025, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 500cc gel breast prostheses. On 10-feb-2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12-feb-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced that the breast implant fell to the side. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The contralateral device was also received (lot number 6879234). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).